Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen split down the middle and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The customer's report was duplicated and the lcd display was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.